Event description:
It was reported that the (3) 511sd mod 24 devices were used during a laparoscopic nissen fundoplication procedure. It was reported that the surgeon has problems with the trocar tearing. There was no consequence to the pt.